Event description:
It was reported the subject device produced blurry images. There were no reports of patient harm. This event was reported during a diagnostic endoscopy.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.